Event description:
It was reported via the sales rep that when the box was opened during surgery, one of the wings on the distal centralizer was broken. The sales rep further reported that the hospital had a replacement item in stock so the procedure was completed successfully with no delay. The sales rep further reported that there was no adverse consequences.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.